Manufacturer narrative:
Product evaluation did not confirm the failure mode. Returned product performed as intended. A review of the complaint database revealed no other complaints have been submitted against lot w1391. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 2 of 2 see 1920664-2018-00093.

Manufacturer narrative:
Evaluation completed. One opened se5627b pouch from lot w1391 was returned. The expiration date on the label was (B)(6) 2019. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the lines. A functional test was performed using a stellaris elite system. The cutter cut intermittently when set at 7500 c.p.m. The cutter performed better at cut rates lower than 4000 c.p.m. Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked only intermittently during the very beginning of the surgery and then stopped cutting. They switched to new cutter with a new lot number and it worked very well. Additional information: the cutter continued to aspirate while the cutter stopped cutting. The surgery was completed with no impact to the patient.